Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that for at least a month the patient could not always fully charge the ins to 100% because the recharger started to show poor communication so they could only recharge partially. They stated they tried to charge on the day of the report and use the patient programmer (pp) but both showed poor communication. A damaged recharger antenna was reported. A replacement was sent. No patient complications were reported as a result of this event. Additional information received on 2018-09-14 from the patient via the manufacture representative reported that after receiving the new antenna the patient was still having trouble recharging and the ins was depleted. The rep used the antenna locate feature and the highest number they could get was 46. The rep kept getting the reposition antenna screen and they could not get to the physician recharge mode 60 min clock. It was noted that the patient had gained weight. No further complications were reported.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-05 additional information was received from a manufacturer representative (rep) reporting that the patients weight at the time of the event was asked but unknown, and that the patient had their ins and leads replaces on (B)(6) 2018. The manufacturer representative (rep) stated that the replacement was to ensure that the system was MRI compatible, and that the recharging difficulty was due to the patient gaining 15-20 lbs. And the ins depleting due to patient not maintaining its charge. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-30 additional information was received from manufacturer representative (rep) reporting that the ins and leads had been disposed of by the surgery center and would not be returned to the manufacturer for analysis.

Manufacturer narrative:
On supplemental report #2 the incorrect date of 2018-07-05 was given, the corrected date that additional information was received from a manufacturer representative (rep) is 2018-11-07. Product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On supplemental report #2 the incorrect date of 2018-07-05 was given, the corrected date that additional information was received from a manufacturer representative (rep) is 2018-11-07.